Manufacturer narrative:
Exact date unknown, event occurred approximately six months ago.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will not be returned per facility.